Event description:
Additional information was received that a 20 mm non-medtronic transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 8 months following the implant of a transcatheter valve, an echocardiogram was performed that revealed an ejection fraction (ef) of 60-65%, aortic valve area (ava) of 0.9, mean gradient of 60 millimeters of mercury (mm hg), a peak velocity of 4.6 meters per second (m/s), mild mitral regurgitation, mild aortic insufficiency, and mild tricuspid regurgitation. Approximately 4 years following the implant of the transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to severe stenosis. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.